Event description:
Approximately one year and five months post index procedure, the patient experienced chest pain while farming. He developed shock. Under intra-aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps), coronary angiography was conducted and thrombus was observed in all of the cypher and bare metal stents that were implanted in the distal left circumflex and proximal left anterior descending lesion. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted. Then a pixel 2.5 x 23mm bare metal stent and a 3.0 x 23mm vision bare metal stent were implanted distal to the third cypher overlapping in the left anterior descending lesion. Two express 2 2.5 x 20mm and a 2.5 x 23mm pixel bare metal stent were implanted into the two bare metal stents that were originally implanted in the distal left circumflex. Then post-dilatation was conducted with a 3.0 x 12mm maverick balloon for the implanted stents. The physician commented that, the possible cause of the thrombotic events were because endothelization was delayed due to the patient's constitution and the patient got dehydrated due to field work. The patient had target lesions in the distal circumflex and in the proximal left anterior descending. The distal circumflex was a type c, de novo, eccentric and bifurcated lesion that was 25mm in length and had a vessel diameter of 3.0mm. The proximal left circumflex was a type b2, de novo, eccentric and calcified lesion that was 15mm in length and had a vessel diameter of 3.0mm. On september 17, 2004, the lesion was pre-dilated with a balloon at 6atms. A 2.5 x 18mm cypher stent was implanted at 16atms for 20 seconds. Then a 3.0 x 18mm cypher stent was implanted at 16atms for 20 seconds proximal to the first stent, overlapping it. After implanting the two cyphers, a dissection occurred distal to the cypher. To treat the dissection, two 2.5 x 12mm express2 bare metal stents were implanted at 12atms for 20 seconds distal to the first cypher. The 4 stents were all overlapping each other. Post-dilatation was conducted with a balloon 18atms for 20seconds. The residual percentage of stenosis was 0 and timi flow before the procedure was one and three after the procedure. Approximately two months post index procedure the patient went in for an elective case. The lesion was pre-dilated with a balloon at 6atms for 20 seconds. A 3.0 x 18mm cypher stent was implanted at 16atms for 20seconds. Post-dilation was conducted with a balloon at 18atms for 20 seconds. The residual percentage of stenosis was 0 and timi flow before the procedure was one and three after the procedure. The patient's medications pre, intra and post procedure include the following: aspirin, isosorbide dinitrate, nicorandil, ticlopidine hydrochloride and heparin (intra and post). Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00606 and 9616099-2007-00607.